Manufacturer narrative:
Batch review performed on 27 december 2018: lot 103218: (B)(4) items manufactured and released on 23 november 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold with 1 similar reported event. Other devices: liner: cc e cc light flat pe hc liner ø 32 / e reference 01.26.3244hct (k103352). Lot 103059: (B)(4) items manufactured and released on 25 november 2010 . Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Manufacturing process review has been asked to manufacturer of the ceramix head on december 11, 2018. Report received on december 19, 2018 the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to a lack of ceramic parts further investigations cannot be done. Clinical evaluation performed on december 13, 2018 by medical affairs manager: late infection in cementless tha, 7 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed, 7 years and 10 months after primary surgery, due to stem loosening occurred after chronic infection with propion bact.